Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation was confirmed. Analysis found the proximal balloon seal was stretched for a length of 2mm. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported material deformation and observed stretched material could not be determined. Factors that could contribute to material deformation include, but are not limited to, damage during manufacturing, inadvertent mishandling during sheath/stylet removal, unpackaging, preparation, or during use of the device, interaction with accessory devices, patient anatomical morphology, or patient disease state. Stretched material may be attributed to several factors including, but not limited to, forced sheath removal, inadvertent mishandling during unpackaging or preparation of the device or use of force while removing the device. In this case, it is possible that inadvertent mishandling during sheath/stylet removal or during unpackaging of the device may have contributed to the reported material deformation in addition to the stretched proximal seal and bunched inner member; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that when removing the 2.75x38mm xience xpedition stent delivery system (sds) from the packaging the stent struts were noted to be widened. The sds was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. Return device analysis found the proximal balloon seal was stretched for a length of 2mm. No additional information was provided.